Event description:
It was reported that the patient presented to the hospital with complaint of chest pain and experiencing ventricular tachycardia. It was discovered that the implantable cardioverter defibrillator was implanted in 2011 with no follow up in person or remote. Interrogation of the device was attempted but was not successful. The physician suspected there was premature battery depletion. The device was then explanted and replaced successfully. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported field event of interrogation failure was verified in the lab. However, interrogation of the device revealed the device was below end of service (eos) due to normal battery depletion. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.